Event description:
On (B)(6) 2025 it was reported that the user experienced a severe hypoglycemic event requiring hospitalization. Follow-up information indicated the user had been consuming alcohol at the time of the event. Multiple attempts to contact the user for additional event and hospitalization details were unsuccessful. The user was reported to be off the ilet temporarily and intended to resume therapy later.

Manufacturer narrative:
The user experienced a reported severe hypoglycemic event requiring hospitalization while using the ilet. This type of event can require urgent medical evaluation and treatment. However, engineering log data for the reported event date was not available, so the event could not be confirmed through device data review. Review of the most recent available device data showed the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Based on the available information, alcohol use was a likely contributing factor to the reported hypoglycemic event. Because device data for the event date was unavailable and direct follow-up details could not be obtained, a full clinical assessment could not be performed and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.